Event description:
It was reported that bd as lvp 20d 3ss cv broke. The following information was provided by the initial reporter: tubing set broke in half. The set was currently being used when it was found to be broken.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
It was reported that the tubing snapped in half. One sample model 2426-0007, lot 24019003 was returned for investigation. The pumping segment was separated from the pump clamp. The set was examined for defects and abnormalities. The customer complaint was verified and a quality notification was sent to the manufacturer. The manufacturer reviewed the complaint and based on the customer words this issue is not manufacturing related. The most probable root cause is use error as the tubing was in use when the separation occurred. A device history record review for model 2426-0007 lot number 24019003 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.